Event description:
It was reported that the 9800 system had a fast stop error message and the screen went blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended, and put back into service.